Manufacturer narrative:
The patient was born in 1953. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting in peritonitis. The breach was further described as the patient's error of noncompliance to sterilization technique. The patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient outcome was unknown and it was not reported if they were retrained on proper aseptic technique. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The patient was treated with unspecified antibiotics (drug names, doses, routes, and frequencies not reported) for peritonitis. Fifteen days prior to the receipt of this report, the antibiotics were discontinued. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.